Manufacturer narrative:
The dentist refused to provide any information about the patient. Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device [report no. C240821-01]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject sgs-e2s device [serial no. (B)(6) ]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) the handpiece was already disassembled when the device was returned. Therefore, nakanishi was not able to conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi performed a visual inspection of the disassembled handpiece. Nakanishi observed that the bearing was soiled, discolored, and broken. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. C240821-01. Conclusions reached based on the investigation and analysis results: a) nakanishi could not replicate the temperature increase from the event, but based on the findings in the visual inspection, nakanishi identified that the cause of the handpiece overheating was abnormal resistance during rotation due to the broken bearing. B) nakanishi also considers the possibility from many years of experience that the cause of the broken bearing was the ingress of undesirable materials into the bearing, leading to abrasion. C) a lack of maintenance caused the accumulation of debris on the internal parts, which contributed to the handpiece overheating. D) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: d.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. D.2) nakanishi reported the above evaluation results to the distributor and directed the distributor to remind the user of the importance of maintenance, as instructed in the operation manual.

Event description:
On august 21, 2024, nakanishi became aware of a handpiece overheating through a complaint input into the complaint database by a distributor (nsk oceania). Details are as follows: - the event occurred on august 21, 2024. - the dentist was performing a dental procedure on a patient using the sgs-e2s handpiece (serial no. (B)(6) ). - during the procedure, the handpiece overheated, and the patient received a burn to their lip.